Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate's (cca) documentation. The lay user/patient contacted lifescan in 2009, alleging that his onetouch ultra meter was reading erratically. The patient obtained blood glucose results of "241 and 175 mg/dl" on the subject meter within 10 minutes. The patient took his usual dose of fast acting insulin (unspecified dose) and reportedly developed symptoms 10 minutes later: the patient indicated he was throwing up, shaky, and had a "semi-coma." The paramedics arrived at an unspecified time and tested the patient: the result was "42 mg/dl." It was noted that the patient was treated with orange juice. Based on statistical methodology, the calculated difference of these results exceeds the expected value of <=20%. The cca went through troubleshooting with the pt and noted that the meter was miscoded, which can contribute to inaccurate meter results. There was no evidence that the product malfunctioned since the meter was miscoded. However, this complaint is being reported because the patient claimed he became hypoglycemic after obtaining the alleged inaccurate meter readings and taking his usual dose of insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.